Event description:
It was reported on (B)(6) 2026 that dr. (B)(6) stated that the silent nite 3d device needs a remake. Additional information received reported that the device was returned because it was broken, however, no additional information related to the event could be provided.

Manufacturer narrative:
The reported device has not yet been received for investigation. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).